Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose, carbohydrate intake and insulin history is as follows: time: 4:29pm; bg (mg/dl): 316; bolus (u): 0.40; time: 5:50pm; bg (mg/dl): 315; bolus (u): 1.60; time: 7:15pm; bg(mg/dl): 139; cho(g): 35; bolus (u): 0.95; it was painful wearing the pod so at 9:36 pm she decided to deactivate the pod and noticed cannula appeared to be kinked.